Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the carefusion application had shown a disconnected status despite successful ethernet connectivity in windows and hardware tests. A technical support specialist faced issues remotely accessing a station due to intermittent disconnections. After rebooting the station, remote access was still timed out. This indicated a network configuration mismatch, likely due to the duplex mode incompatibility between the application¿s expected settings and the ethernet adapter¿s actual configuration. A field service engineer had changed the duplex speed settings from automatic to 100 mbps half duplex and had also replaced the ethernet cable, which resolved the issue. The system functioned as intended after the tss/fse troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, screen was frozen during surgery. Nurse was trying to get medication. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.